Event description:
A nurse notified error message "no external power" on a screen of the ventilator. After disconnected a pt from ventilator, she then tried to change the power code to new one. She felt high electric shock when accidentally touched the cable leads. The ventilator was not working on ac power at the time of incident and was on internal battery. No severe injury was reported from the incident.